Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011 (patient ID, age, and weight are unavailable). According to the complainant, the patient was instructed to take ibuprofen two days before the procedure. The day of the procedure the patient took vicodin and valium, and was also given toradol im before the procedure was started. The procedure was successfully completed with no issues noted. There is no alleged deficiency with the hta system. However, the patient presented with pain post procedure. The physician drained fluid from the patient's uterus to relieve the pain. One week later, the patient again presented with pain. The physician performed a hysterectomy. The patient did not receive a diagnosis regarding the cause of the pain; the patient's pathology was normal from her hysterectomy. The patient's current condition is reported to be "fine."

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.